Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable reactive rubella igg results for two samples from one patient on cobas e602 analyzer serial number (B)(4). The results were questioned as the patient was reactive with the roche method, but negative with abbott and vidas methods. Results for the patient on (B)(6) 2016 and (B)(6) 2016 by abbott method were <5 u/ml for each sample. Sample 1 (drawn (B)(6) 2016): result from e602 was 47.26 iu/ml (reactive) and the result from a vidas analyzer was 6 ui/ml (negative). The result when tested on a cobas e601 was 51.36 iu/ml(reactive). Sample 2 (drawn (B)(6) 2016): result from e602 was 48.74 iu/ml (reactive) and the result from a vidas analyzer was 6 ui/ml (negative). The result when tested on a cobas e601 was 52.66 iu/ml(reactive). Information regarding if any erroneous result was reported outside the laboratory was requested, but was not provided. No adverse event was reported.

Manufacturer narrative:
Samples from the patient were submitted for investigation. Both samples were reactive with the recomblot rubella igg and also were both neutralized by commercially available purified rubella virus. Therefore, it was confirmed that the samples contain specific antibodies to rubella virus and the elecsys rubella igg positive results obtained by the customer were correct. The reagent performed according to specification.